Manufacturer narrative:
UDI missing: di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving vibratory alert for low pacing impedance. During interrogation the pacing impedance was found to be low, out of range. After performing routine testing the impedance was within normal limit and the alert disappeared. The physician decided to monitor the patient. The patient was stable before, during and after the procedure.